Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 40-year-old male patient suffering from cardiomyopathy was presented for impella 5.5 placement. During support, it was documented that high purge pressure was experienced by the pump. The purge cassette was initially replaced to troubleshoot the issue, however the flow remained low. Tissue plasminogen activator (tpa) was subsequently administered and the purge flow began to increase accordingly. The purge pressure and flows were to be monitored closely and instructions for next steps were provided based on the results. There was no patient harm and support continued with the implanted pump.

Manufacturer narrative:
The (automated impella controller) aic were swapped most likely because after the cassette change, the cassette or disc was not properly fitted into the first console and instead of checking if it was fitted properly, the aic were replaced in a hurry. The cause of the high purge pressure was kinked purged line as the product was not returned and log indicate spikes/trend in purge pressure. This report is being filed as part of a retrospective review of historical records.